Event description:
Additional information was reported that the patient had pump replacement due to end of life. The health care provider used the new suturless catheter after cut the end of the old catheter. There were no problems with surgery. Later the next day, the family found the patient poor to arouse. The patient was sent to hospital 30 minutes from his home. The patient was in intensive care unit and was intubated. The drugs in the pump were bupivicane and dilaudid at very low rate. The doctor was able to aspirated and got clear csf. The patient was given a bolus, and the health care provider stated "with the small about of drug and bolus even if the catheter wasn¿t in the right place it was too low to do anything to the patient." The patient expired a week after surgery. The health care wasn't sure the cause of death, but the health care provider thought the cause of death was due to the patient's health history and was not due to the drug or therapy.

Event description:
It was reported the patient experienced an altered mental status. The patient was hospitalized. It was noted "intervention required medical (e.g., intubation, pharmacological)." Post-op the patient died. The cause of death was unknown. Hcp stated he thought it was a stroke that caused the death. Hcp stated it was not likely pump related.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product type: catheter.(B)(4).

Manufacturer narrative:
(B)(4).